Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur, allowing customer to continue using pump with instruction to call back if issue recurred.